Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead exhibited low pacing lead impedance during a follow-up in clinic. The patient was asymptomatic. No further information is available.